Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2023, it was reported that the patient was reported to be hospitalized for hypoglycemia due to a cgm inaccuracy issue. However, no specific cgm or bg meter readings were reported. Emergency medical services (ems) was called and the patient was transported to the hospital. It was reported the patient was symptomatic, however, no specific physical symptoms were reported. The reporter (patient's mother) refused to provide any further event information to dexcom, including any medication or treatment details or length of hospitalization. No other patient or event details were available and the reporter stated she did not want to be asked about this event any further. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.